Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, cloudy effluent fluid and drain complications during pd. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication the patient¿s peritonitis was caused by a malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Though laboratory results were not reported, a recovery from symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was an inferred allegation that this event was due to the performance of the liberty select cycler in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, cloudy peritoneal effluent fluid and drain complications during ccpd therapy. Laboratory specimens were obtained and tested in the hospital; however, laboratory results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous meropenem (unknown dosage and frequency) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. It was confirmed, through the root cause of this infection remained unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge with plans to return to ccpd therapy on the same liberty select cycler when cleared by his physician.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was an inferred allegation that this event was due to the performance of the liberty select cycler in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, cloudy peritoneal effluent fluid and drain complications during ccpd therapy. Laboratory specimens were obtained and tested in the hospital; however, laboratory results were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intravenous meropenem (unknown dosage and frequency) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient was discharged home on (B)(6) 2025. It was confirmed, through the root cause of this infection remained unknown, there was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge with plans to return to ccpd therapy on the same liberty select cycler when cleared by his physician.

Manufacturer narrative:
Correction g4. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.